Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the first plate partially deployed. The deployer had signs of use and does not show structural anomalies. The red trigger was found activated and in a normal shape. The plate deployed had foreign matter, presumably biological residue. As the device had signs of use, the allegation of damage upon receipt could not be confirmed. A functional test was performed to the second plate. The red trigger was fully squeezed, the second plate was successfully deployed pushing the first plate that was already partially deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the reported condition could be related to a trigger mishandling, if the trigger was not fully pressed, the deployment mechanism will not complete its function, the implant would be partially deployed. As per IFU, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the truespan orthocord device would not release. It was noted in the service order that the device was damaged out of the box. It was not able to deploy the implants. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.